Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded high out of range pace impedance measurements on the non-bsc lead. The impedance measurements have been stable within normal limits outside of the 2 out of range measurements. This pacemaker was also noted to have exhibited myopotential oversensing. Troubleshooting included providing testing and programming options. This device remains in service. No adverse patient effects were reported.